Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia on (B)(6) 2018 with blood glucose was over 500 mg/dl. The current blood glucose is 220 mg/dl. The customer treated their high blood glucose with syringe and insulin and insulin drip. The customer declined troubleshooting for high blood glucose. The customer was wearing insulin pump during hospitalization. The customer reported that the drive support cap was flushed. Based on customer report customer does not allege pump was under delivering. The insulin pump will be returned for analysis.